Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using a penumbra smart coil (smart coil). During the procedure, while attempting to place the first smart coil in the aneurysm lumen, the smart coil kept herniating into the anterior communicating artery (acom). After several attempts it was noted that a small thrombus on the coil tip had formed, causing a stroke. Therefore, the smart coil was removed and 10 mg reopro intravenous (IV) was infused to start. The physician then performed a thrombectomy procedure to treat the stroke. The event was considered resolved the same day (B)(6) 2018. The stroke was reported to be a serious adverse event to the patient with definite relationship to the smart coil system and unrelated to the procedure.